Manufacturer narrative:
Follow up report (B)(4). Updated:b4, b5, d2,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. Journal article reports that 3 patients within the fcts group that experienced post-op infection. Timeframe/onset of alleged infection, required intervention, and further details surrounding this event are currently unknown. Therefore, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
On 17mar2025, a journal article was retrieved from journal of clinical medicine 2024 that reported a study from spain. The purpose of the study was to determine whether there are any long-term difference between cylindrical fully coated cobalt-chromium stems (ccs) and monoblock fluted conical tapered stems (fcts) in terms of implant survival, radiological findings suggestive of loosening, and functional outcomes. The retrospective study reviewed 38 ccs (competitor product) versus 40 fcts (zimmer) used in isolated revisions of the femoral hip component completed with an uncemented monoblock stem compiled from a prospective database between 2006-2012 with posterolateral approach in all cases. Surgical technique was the same in all patients, except the aspects specific to the reaming of each type of stem. Femoral osteotomy was not needed in 27 of the fcts group; 2 required trochanteric and 11 required extended trochanteric osteotomies (eto) due to difficult extraction of the previous stem or when deformity of the proximal femur could impede correct implantation of the new stem. The indication for revision/surgery was varied and for the fcts group included aseptic loosening (20), infection (5), periprosthetic fracture (6), osteosynthesis failure (5), recurrent dislocation (1), and two-stage revision for unknown reason (3). All 40 of the fcts had some level of paprosky femoral defect: 20 type 2, 18 type iiia, and 2 type iiib; 48.3% of which required some level of bone grafting to address. The study population had a mean age of 71.38 years at time of surgery; 21 males/19 females. Follow-up must have been conducted for a minimum of 10 years or the patient was not reviewed for study purposes, mean follow-up time for fcts was 126.6 months. It was reported that 3 patients within the fcts group that experienced post-op infection. Timeframe/onset of alleged infection, required intervention, and further details surrounding this event are currently unknown. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3: date event: between 1, jan,2006 to 31, dec,2012. D10: unknown wagner stem, unknown cup, unknown liner. Therapy date: unknown. G2: report source spain. Report source: "hernández-mateo, j.m.; orozco-martínez, j.; matas-díaz, j.a.; vaquero, f.j.; sanz-ruiz, p. Comparison of cylindrical and tapered stem designs for femoral revision hip arthroplasty. J. Clin. Med. 2024, 13, 1745. Https://doi.org/10.3390/jcm13061745." The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.